Event description:
The customer stated he was taken to the hosp via an ambulance because he took too much insulin based on his meter reading of 564 mg/dl. While in the ER, another meter was used for blood glucose testing and gave a reading that was too low to display. The hosp gave him saline/sugar solution and monitored him for 14 hours before releasing him. The control solution was not available. The test strips are to be returned for eval. Replacement test strips were sent to the customer.